Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare provider via a company representative. The explanted portion of the catheter was discarded by the healthcare provider.

Manufacturer narrative:
Product ID 8780 lot /serial# (B)(4) implanted: (B)(6) 2018 partially explanted: (B)(6) 2019 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient who was receiving baclofen with concentration 2,000 mcg/ml at a dose rate of 1,237.3 mcg/day (51.6 mcg/hour) via an implantable pump. It was reported that the patient has had a few issues with their catheters in the past that had been resolved. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient was without injury regarding their status as of (B)(6) 2021. The patient¿s medical history would not be provided. Additional information was received from a foreign healthcare provider via a company representative on 2021-jul-21. A cerebrospinal fluid (csf) that resulted from the lumbar wound occurred (B)(6) 2018. The patient had been re-sutured in the emergency department (ed) and was discharged 24 hours later on oral antibiotics. On (B)(6) 2018 a csf leak from the lumbar wound had also occurred and the patient was further sutured in the ed. There was some swelling of the lumbar site noted and the patient was discharged 24 hours later on oral antibiotics and diamox. The csf leak from the lumbar wound was ongoing at a scheduled outpatient appointment on (B)(6) 2018. The patient was admitted to the hospital for wound exploration. Marked csf leak was noted in theaters. It was further noted that a pseudomeningocele was drained, dissection around the catheter occurred, and the exit site was oversewn. The patient was discharged (B)(6) 2018 on oral antibiotics and diamox. On (B)(6) 2018 the sutures were removed in the clinic by the implanting physician and weaning of diamox was indicted. The patient was admitted to the ed on (B)(6) 2019 in baclofen withdrawal. Regarding theaters on (B)(6) 2019, free fluid around tubing connection point between the proximal and distal portions was noted. The proximal catheter down to the connection point with the distal catheter was replaced with new on (B)(6) 2019. A model 8784 catheter with serial/lot number (B)(4) was implanted on (B)(6) 2019. Regarding the issue, it was noted that there had been a tear in the catheter regarding free fluid noted around the connection points or a possible disconnection; however, this was not noted in the theater notes. The issue was resolved. It was believed that the patient now had two separate models. Both model 8784 and model 8780 catheter components remain in use. It was further reported that the patient has had multiple admissions since her pump was implanted in 2018, however it was the first few straight after the implant that appeared to be related to the catheter. After the catheter was replaced, the other admissions were related to dosing, and general dystonia management (constipation appeared to be a large contributing factor to her admissions).